Event description:
Customer reportedly rec'd results of 192mg/dl and 534mg/dl within 10 mins on the same device. Customer also reportedly obtained results of 133mg/dl and 348mg/dl on the same device within 10 mins. No action was taken based on device results. No adverse event reported and no treatment rec'd. Requested return of suspect device and replacement was sent.